Event description:
Information was received from a healthcare provider (hcp) via the company representative regarding a patient receiving intrathecal m orphine 5.0 mg/ml via an implantable pump. It was reported that the patient was unable to receive their medication because the catheter was wrapped around itself. There was more medication left in the pump reservoir than expected. The roller-dye study was done to access the catheter and pump on (B)(6) 2025. The catheter was unable to push dye. The catheter was twisted around itself because the pump moved and flipped in the pocket on the back side of the patient. The doctor moved the pump for the front to the back side of the patient to try to avoid the pump flipping. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-sep-2024, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 04-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.